Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: syringe full of 1.8ml of saline began leaking while reconstituting covid 19 pfizer product.

Manufacturer narrative:
H6: investigation summary one photo was received. The photo showed two loose 3ml syringes. Both syringes had their stoppers at around 2ml position and had liquid droplets in the fluid path. No leakage was observed in the syringes. However, it is possible there were signs of cracked barrels in the walls of the two syringes. Due to the blurry photo, it was not clear whether the barrels were cracked or whether any other defect was present. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0065937 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced leakage. The following information was provided by the initial reporter: syringe full of 1.8ml of saline began leaking while reconstituting covid 19 pfizer product.